Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation.

Manufacturer narrative:
There is no new information that would affect the investigation or the existing MDR decision. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional reports for the lot code 2272933. A search of the complaint database search finds two additional reported incidents against lot code 2332069 since its release for distribution; however, a previous review of the device history record did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Litigation papers allege that after the surgery, friction and wear between the cobalt-chromium metal head and cobalt-chromium metal liner caused large amounts of toxic cobalt-chromium metal ions and particles to be released into patients blood and tissue and bone surrounding the implant. As a result, patient has been experiencing severe pain and discomfort and inflammation in his right thigh and groin. He also experienced a popping and snapping sensation in his hip-joint when walking or moving to and from a sitting position. It is further alleged the patient will likely need to undergo revision surgery to replace the implant. **update**(B)(4) 2012 - pfs and medical records were received from legal. Part/lot information was identified. Records are available for further review.